Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pigtail of an implanted impella cp pump became wrapped around the mitral valve chordae during patient support. Attempts to reposition the pump were unsuccessful and the decision was ultimately made to escalate to impella 5.5 support. There was no patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The product was not returned for investigation. Data logs showed no positioning alarm when pump against mitral apparatus. Based on the clinical description and the data analysis, the root cause of positioning issue was most likely use related.